Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open bariatric procedure, the device did not trigger the stapler, and there was bleeding less than 500ml and the surgical procedure was extended for more than 30 minutes due to the device problem. The surgeon then used another loading unit to resolve the issue in order to complete the case. There was no patient injury.